Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their retainers are causing their gums to recede. At check in patient marked true to inflammation, sensitivity and discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.